Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with injection reflin (1g once daily, route not reported) and injection fortum (1g once daily, route not reported). The patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.